Manufacturer narrative:
The customer's meters and test strips were requested for investigation. The customer's meters were returned for investigation and were tested using retention test strips (lot 434928-11) and controls. The customer's test strips were not returned. Testing results (qc range = 4.1 - 6.8 inr): meter serial number: (B)(4). Qc 1: 5.1 inr, qc 2: 5.1 inr, qc 3: 5.2 inr. Meter serial number: (B)(4). Qc 1: 5.2 inr, qc 2: 5.1 inr, qc 3: 5.1 inr.  The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs plus meters (meter a) serial numbers (B)(4) and (meter b) (B)(4) compared to a laboratory result using an unknown method. At 1:01 pm the result from meter a at the doctor's office was 5.8 inr. Due to the high inr, unexplained bruising, dark tar stools, nose bleeds, headaches, and blood in urine, the patient was sent to the emergency room. At 4:18 pm the laboratory result was 3.9 inr. This result was taken while the patient was at the hospital. The emergency room staff treated the patient with antibiotics for a uti. As far as known, this was the only medication or treatment the patient received. The patient was retested at the doctor's office. At 5:21 pm the result from meter a was 6.4 inr. At 5:23 pm the result from meter b was 6.3 inr. At 5:43 pm the result from meter b was 6.3 inr. The patient's therapeutic range is 2.5 - 3.5 inr.